Manufacturer narrative:
Device evaluation: the device was given functional testing. The testing confirmed that error 1720 occurred after power up. This type of error indicates an issue with the back up capacitor. The back up capacitor was replaced to address this issue. The cause of this component issue was not definitely established.

Event description:
It was reported that the device gave an error alarm with message "error 1720". No known adverse effects to patient.